Event description:
A malfunction occurred on a customer's pump, and there were no notable events prior to the malfunction. Blood glucose levels did not exceed 500 mg/dl; therefore, there was no adverse impact reported. Technical support arranged for the pump to be replaced and informed the caller about receiving a pump with updated software. Instructions were provided on using backup therapy, handling the new pump, and returning the malfunctioning pump. The customer understood the guidance given for these procedures.